Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder instability surgery the suture got caught in the anchor and broke while tightening. In addition the metal tip of the device broke off inside the patient. All parts were removed. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the part number ar-3652sp. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the anchor/sutures were not returned. A picture was provided for a proper investigation and found that the implant was broken off. One of the tips of the distal end of the inserter was broken off. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Per dfu-0054-eo rev 5 - e warning -7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.